Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected d.9 date returned to manufacturer, h.3 device evaluated by manufacturer, h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Sheath shaft slightly curved. Distal tip opened as design. No visible damage observed on tip. Liner puncture approximately 23cm in length from strain relief. A second puncture observed on liner approximately 17 cm in length at 7 cm from strain. Sheath shaft punctured at 8 cm from strain relief. Valve was found crimped at distal part of inflation balloon. One strut bent outwards on crimped valve in the outflow aspect. Imagery was provided from the site and revealed the following: sheath shaft curved. Liner punctured in two different parts. Crimped valve exposure through liner puncture and calcification present at access vessel. Access vessel with tortuous anatomy. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed based on evaluation of the returned device and provided image. Available information suggests that patient factors (calcification, tortuosity) and procedural (excessive manipulation) factors likely contributed to the event as calcification and tortuosity are present at patient's access vessel. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Reference number: (B)(4). The investigation is ongoing. H3 other text : the device was not returned.

Event description:
As reported, it was a case of an implant of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. No abnormalities were noted with the esheath or the commander delivery system before insertion. During esheath insertion, the 14fr esheath could not pass a tortuous vessel (kinking area) and had to be retrieved. After the withdrawal, it was noticed that the distal tip of the esheath was split. A second 14fr esheath was inserted however, the esheath was perforated by the commander delivery system when it was advanced through the esheath. All the system was removed as a single unit. There was no harm to the patient due to this event. A third kit was used an the valve was successfully implanted. The patient was discharged. The perceived root cause of this event was presumably a tortuous vessel (kinking area).